Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet during its learning phase, with irregular eating and missed meal announcements leading to a rise to approximately 275 mg/dl, subsequent automated insulin delivery reducing glucose to 60 mg/dl, user carbohydrate intake to treat the low, and a rebound hyperglycemia exceeding 400 mg/dl before returning toward range. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness, dka, or other acute clinical effects. Outcomes included prolonged out-of-range glucose values, with approximately 90 minutes below range and about 12 hours above range, without medical intervention, hospitalization, or ketone testing. Investigation included user interview and troubleshooting and education on proper meal announcements, consistency, and avoiding overcorrection. Investigation of this case revealed user-related factors such as inconsistent meal announcements and potential overcorrection of hypoglycemia contributing to the excursion pattern. It was concluded that the device functioned as designed, and the event was related to use conditions and therapy management behavior. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.